Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that a day after intraocular lens (iol) implantation surgery, vision in his right eye was not as good as compared to left eye which was previously operated. The patient informed the physician about it and the physician prescribed certain eye drops to be continued for next 3 months and to come again for consultation. Since the last 13 months, patients have visited physician number of times and physician suggested new eye drops. The patient has observed that after an operation on his right eye he get pain while touching his eyelid. The vision of his right eye is not clear as compared to his left eye, and felt like something was stuck in his eye. The patient wanted to know if there is a problem with lenses which the physician fitted in the right eye. Additional information has been received stating the patient had redness and heaviness in eyes.

Manufacturer narrative:
Additional information was added in h.3.,h.6. And h.10. The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).